Event description:
According to the customer, on (B)(6) 2024 the patient required "insertion/placement of ett", and the cuff "did not inflate to provide securement in the trachea" when "10cc of air" was used to fill the cuff.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the patient required "insertion/placement of ett", and the cuff "did not inflate to provide securement in the trachea" when "10cc of air" was used to fill the cuff. The customer reported the tube was replaced as a result of the reported incident. The customer reported the patient did not experience hypoxia or difficulty breathing related to the reported issue. The customer reported the patient is "critically stable". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.